Event description:
Procedure type: sleeve gastrectomy. According to the reporter: pt info not provided as the device did not have any impact to the tp according to the surgeon. The idrive would not fire one reload and once a new one was loaded and cycled, the reload would not open. To finish the procedure a manual handle was opened and used. The handle doesn't sound right and the green handle status light would not illuminate. The device struggles to articulate and rotation seemed slow. Current patient status: recovery. No unanticipated tissue loss. No extension of incision, no blood loss, nothing fell into the cavity. Delay of about 10 minutes.

Manufacturer narrative:
(B)(4).